Event description:
Pt was receiving 5 fu chemotherapy via a port. The port was accessed by a safestep port needle 20 gauge 1 inch long lot #d 816501. Connected to chemo on 3.17 and pt found it leaking the next morning from the port site. Upon rn visit, a flush was attempted and found the port needle to be leaking from where you hold it to place it. Needle removed. Available for eval.